Event description:
It was reported that pt mentioned their controller quit on them. Pt mentioned their controller will not light up or charge. Pt mentioned this has been happening for the past 6 months and gradually got worse. Pt mentioned the controller would fail and then light up and give screen call medtronic, pt would reset the controller and it would start charging and go from good to excellent implant recharging quality but controller would fail again. They mentioned the controller completely quit on january 4th. Mdt rep instructed pt to call scs patient services and request a new battery and controller after troubleshooting did not resolve the issue. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen did not turn on. Pt then reinserted li battery and reported the screen did not wake and there was no green light on controller when controller plugged in the ac power with battery. Pt confirmed their ac power has green light. Agent instructed pt to inspect controller for physicals damage, pt stated the port pins were recessed so they weren't able to see them. Pt mentioned their rep walked them through the same troubleshooting as agent. Also, the pt mentioned their recharger is frayed and getting really hot. Pt mentioned the recharger was still functional. An email was sent to the repair department to replace the controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, product ID 97745, lot# serial# (B)(6), product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that pt mentioned their controller quit on them. Pt mentioned their controller will not light up or charge. Pt mentioned this has been happening for the past 6 months and gradually got worse. Pt mentioned the controller would fail and then light up and give screen call medtronic, pt would reset the controller and it would start charging and go from good to excellent implant recharging quality but controller would fail again. They mentioned the controller completely quit. Manufacturer representative (rep) instructed pt to call patient services and request a new battery and controller after troubleshooting did not resolve the issue. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen did not turn on. Pt then reinserted li battery and reported the screen did not wake and there was no green light on controller when controller plugged in the ac power with battery. Pt confirmed their ac power has green light. Agent instructed pt to inspect controller for physicals damage, pt stated the port pins were recessed so they weren't able to see them. Pt mentioned their rep walked them through the same troubleshooting as agent. Also, the pt mentioned their recharger is frayed and getting really hot. Pt mentioned the recharger was still functional. An email was sent to the repair department to replace the controller and recharger.